Event description:
Complainant alleged that the clinicians were attempting to cardiovert a pt, who was presenting an atrial fibrillation (a-fib) heart rhythm. The clinicians administered a first shock at 35 joules, the pt's heart rhythm was not converted. The clinicians then administered a second shock at 200 joules. The pt was converted to sinus rhythm for about 20 secs, but then reverted back to an a-fib heart rhythm. The clinician then administered a third shock at 200 joules. The shock was delivered to the pt, but the device screen went blank. The device screen came back on after about a four or five second delay. The clinicians continued pt treatment using this device without further incident. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.